Manufacturer narrative:
An anthem stainless steel anterior lateral shallow plate was broken post-operatively about 4 months after implantation and required surgery to remove it. The implantation occurred in (B)(6) 2025, and the date of removal was (B)(6) 2025. The plate broke at the location of the triangular suture holes between two screw holes in the plate and it was reported that the patient presented with delayed fracture healing. It was reported that the patient was transferred for a right proximal femoral replacement for a failed hip fracture after the initial clavicle plate implantation and was utilizing their upper body to weight bear with a walker during recovery. The patient also had a history of breast cancer, hypothyroidism, and was using hormone therapy medication. The expected delayed in fracture healing, in addition to weight-bearing through their upper extremity is likely to have stressed the implant and caused the plate failure. The plate was not returned for evaluation, therefore, the DHR and ncmr record could not be evaluated. Should the plate be returned, the investigation shall be reopened. This evaluation determined that this failure was within expected risk and occurrence; therefore, no further actions will be taken at this time.

Event description:
It was reported that a plate broke after implanting in patient a few months prior.